Manufacturer narrative:
The oad was returned with a driveshaft fracture at the proximal side of the crown. The guidewire was returned engaged in the fractured distal driveshaft. Scanning electron microscope analysis identified fatigue striations at the site of the driveshaft fracture. The root cause of the component fracture could not be determined. When tested, the oad functioned as intended. The device expiration date is 02/28/2024. Csi ID: (B)(4).

Event description:
During the treatment of a proximal right coronary artery stenosis with a diamondback coronary orbital atherectomy device, the drive shaft fractured proximal to the crown during the third high-speed run. The wire remained intact and the fragment was recovered by carefully pulling the wire. The procedure was completed with a viperwire. The patient was stable.